Manufacturer narrative:
The customer informed the remote service engineer (rse) that the device has restarted several times. The customer biomedical engineer (bme) could not duplicate the alleged restart issue but was able to confirm that an 1101 and 3007 code had occurred in the device diagnostic report (drpt). The rse advised that, per the service manual, it was recommended to reload the software. If this could not be completed, it was advised to replace the central processing unit (cpu) printed circuit board assembly (pcba). Multiple good faith efforts (gfe) were attempted to obtain patient information from the time of the event, troubleshooting steps, confirmation of any part order, part replacement, and resolution. No response or further information was received from the customer. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the device had restarted. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that the device has restarted several times. The customer biomedical engineer (bme) could not duplicate the alleged restart issue but was able to confirm that an 1101-check vent: ventilator restarted, and 3007-no action required code had occurred in the device diagnostic report (drpt). The rse advised that, per the service manual, it was recommended to reload the software. If this could not be completed, it was advised to replace the central processing unit (cpu) printed circuit board assembly (pcba). This investigation is ongoing.